Manufacturer narrative:
Based on the information provided, the cause of the reported complication can be attributed to possible use-error. According to the surgeon, he had accidentally created a venotomy in the portal vein during portal lymphadenectomy and "this was operator error not instrument related." Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of a dislodged conductor wire is a component failure. A dislodged cable crimp of the grip cable at the distal idler pulley was also noted. The cable crimp was no longer seated inside the pocket. The grip cable was not broken. The root cause of a dislodged cable crimp is a component failure. The instrument was found to have a broken yaw pulley at the crimp slot. No material appeared to be missing as the broken piece was still observed to be hanging from the damaged area. The root cause is attributed to the user. The emergency release hole socket was inspected and did show wear indicating it was used on the instrument, as indicated from the complaint. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted general surgery procedure, a vein was damaged and bled. As a result, the surgeon elected to convert the procedure to open surgery. The customer reported the fenestrated bipolar forceps instrument became stuck and the instrument release kit (irk) was used. It is unknown if the irk was successful in removing the instrument. Although the surgeon indicated that he had accidentally created a venotomy in the portal vein and this was "operator error," it is unclear how the vessel injury actually occurred.

Event description:
It was reported that during an unspecified da vinci-assisted general surgery procedure, a vein was damaged and bled about one hour into the procedure. The site's robotics coordinator reported that the surgeon ripped a vein and the procedure was converted to open to control the bleeding. The or staff could not get a fenestrated bipolar forceps instrument off of the patient side cart (psc). The robotics coordinator reported that this procedure was completed via open surgery. The system and instruments were inspected prior to use with no abnormalities noticed. The patient was in the intensive care unit (ICU) post-operation and has not needed to return to the or. Isi contacted the surgeon and additional information regarding this event was obtained: "I accidentally created a venotomy in the portal vein during portal lymphadenectomy. This was operator error not instrument related. I then obtained control with the fenestrated bipolar grasper. I then suture repaired the venotomy with prolene suture but unfortunately, I had sutured the fenestrated bipolar into my repair. I didn¿t recognize this and I pulled up on the fenestrated bipolar to tie the knot and this motion tore the venotomy further. I then re-obtained control, cut the failed suture repair and converted to open. We did an emergency conversion. The grasper was locked. When we tried to unlock the grasper we did likely exacerbate the injury to the vein but I am not sure this was a technical problem with the grasper or due to my urgency in conversion. The grasper was successful in obtaining emergency hemostasis." No further clinical information was provided.